Event description:
Customer reports product patch testing in mid (B)(6) 2013 to determine cause of reaction that occured post surgery in (B)(6) 2013. States allergist recommended product patch testing. Customer states she placed a small section of suture on abdomen covered by (B)(4) dressing. In another area on abdomen she applied dermabond covered by (B)(4) dressing. Reports itching, red bumps, and blisters occurred the following day. States no reaction where suture rested on skin. States she removed all products from skin and started otc benadryl. States 2 days later she had severe itching, and experienced facial/eye redness and swelling. States she was seen by md and given prescription for prednisone and hydroxyzine (antihistamine). States reaction lasted about a week.

Manufacturer narrative:
Initial reporter is the patient who is also a health professional (nurse). Reporter is the patient who is also a health professional. Conclusions: device not returned no evaluation can be performed. Device not provided to MFR for evaluation. Complaint type is being monitored and analyzed.